Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the user interface pcb assembly, which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report a non-critical issue with their device related to event codes logged in the device's memory. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed the device power itself off.

Event description:
The customer contacted physio-control to report a non-critical issue with their device related to event codes logged in the device's memory. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed the device power itself off.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ 00883873935958.